Event description:
The following info was provied on a device tracking registration form: stent became dislodged from coronary artery. Although no pt injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur.